Event description:
Attorney alleges there was a surgical correction due to movement of what they believed to be the battery pack located subcutaneously, necessitating a revision due to the neurostimulator having failed. It was also alleged that the patient's left lower extremity was now experiencing pain and numbness due to what they believed to be the location of the battery, which in turn may be irritating and or pressing one or more of their nerves. It was unclear whether this was referring to the explanted device or another device. No further information was available at the time of report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), product type extension; product ID 355531, lot# n310834, implanted: (B)(6) 2012, product type screening device. (B)(4).